Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose level was low. The customer's low blood glucose level was 40 mg/dl. The customer also had high blood glucose level which was 383 mg/dl. The customer also reported that the sensor was not accurate and it was not calibrating. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.